Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed; 5 devices had damaged/broken components and 2 devices had worn components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 7 </noe> malfunction events, where it was reported the lift or fowler had collapsed. 6 events had no patient involvement. 1 event patient involvement, however there were no consequences or impacts to the patient.